Event description:
It was reported that during a percutaneous coronary intervention treatment procedure, a balloon rupture occurred. The physician was treating a lesion located in the severely calcified proximal left anterior descending artery (lad) to distal left main coronary artery. The lesion was initially treated with a rotablator with no complications. Next, this 2.50x12mm apex balloon catheter was used to dilate the lesion. The balloon was inflated to 18atms on the first inflation. On the second inflation, the balloon ruptured at 8atms. The balloon was removed from the patient intact. The procedure was completed with the implantation of another manufacturers' 2.75x15mm stent. There were no reported patient complications. The patient status is listed as "ok".

Manufacturer narrative:
(B)(4): it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause of this event is user related as the rated burst pressure was exceeded. (B)(4)